Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. No impact to the customer's blood glucose. Reportedly, the customer continued using the pump and had manual injections available as alternate insulin therapy.